Event description:
Customer was admitted as an inpatient to a hospital for diabetic ketaocidosis. Nurse stated that she checked all settings and ran a fixed prime also ran a high blood glucose test and pump passed. Nursre advised to have the pump replaced.